Event description:
The manufacturer was informed of the following event through patient tracking department. Based on the patient registration form (prf) received, an annuloflex mitral annuloplasty ring, af-830, was implanted and explanted on the same day on (B)(6) 2023 in a patient. No allegation of device malfunction nor the serious injury on the patient has been received from the site regarding this event.